Event description:
One false negative urine hcg using icon25; home pregnancy test=pos; serum quant=158miu/ml. Received email from distributor. Customer alleged that a patient came in on (B)(6) 2015 with amenorrhea for pregnancy test. She hadn't had a period for over a month. Patient did a home pregnancy test and received a positive (+) test result. Patient's urine was tested using the icon 25 hcg pregnancy test, l/n hcg4080085, exp'n date: 07/2016, and received a negative (-) result. Patient's serum was quantitated and they obtained a 158 miu/ml. Controls are reported to be run every day and they gave expected results. Patient's urine spec. Grav. Was 1.010. Urine sample was not a first morning pass. No additional patient information provided. No adverse events reported.

Manufacturer narrative:
Investigation/conclusion update:customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 100 miu/ml urine control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from insufficiency information provided and without patient specimen in-house analysis.based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Manufacturer narrative:
Investigation conclusion: investigation pending.